Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deployment no suture was present. A second and third proglide device was used with the same results. A fourth proglide device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Device #2 and device #3: part numbers 12673-03, lot numbers 76009-6h are being filed under separate medwatch MFR numbers. The device was received. Investigation is not complete.